Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. On (B)(6) 2016, lv impedance measured (B)(4) ohms.

Event description:
It was reported that a lead alert was triggered due to high impedance. It was determined that the left ventricular (lv) lead was not fully inserted to the implantable cardioverter defibrillator (ICD). A lead revision was performed and the lead was reconnected. Impedance values measured in the acceptable range. The lv lead and the ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.